Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed the occurrences of self-test failures in the device, however, performance testing was not able to replicate these events. Based on all evidence and previous investigations of similar complaints, it was determined that the device failure to complete its internal self-test was most likely due to a defective non-return valve (nrv) in the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.